Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery in the power module was not functioning as intended. After the battery was connected to the device and ac power, the power module showed the yellow wrench, red battery discharge symbol, and the buzzer sounded. The battery was replaced, and the issue resolved. Four of the rubber vent bands were damaged, and the battery clip on the streamline cable was damaged.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of the power module (serial number: (B)(6)) having broken rubber vent bands, a damaged battery clip, and producing red battery and yellow wrench alarms were confirmed during evaluation of the returned unit at the european distribution center (edc). Upon connecting the unit to power, both yellow wrench and red battery leds were activated. The system¿s battery was replaced, which resolved the observed alarms. The unit was then functionally tested and found to perform as expected. The damaged rubber vent bands and battery clip were also replaced, and preventative maintenance was performed on the unit. The serviced and repaired power module was returned to the rental pool after passing all tests per procedure. Further evaluation of the removed battery revealed that it had completely discharged and was unable to recharge. The root cause of the observed red battery and yellow wrench alarms was determined to be associated with the battery; however, further troubleshooting and root cause determination could not be performed due to the chemical hazard imposed by sla batteries. The root causes of the observed mechanical damages were unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate power module instructions for use (IFU) instruct users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 5.0 ¿power module alarm conditions¿) explains all power module related alarms and the appropriate actions to address them. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.